Manufacturer narrative:
This device used for treatment and not diagnosis. The returned screw is in two pieces. The screw broke mid shaft. The head piece of the screw is in good condition and the threads are intact. The other half of the screw has extensive damage. The threads are smashed -peeled and the very tip of the screw is broken off. Although there is damage around the flutes all flutes are visibly present. Visual examination is consistent with product complaint. The thread profile, thread major diameter and thread minor were checked at the portion of thread without damage and no issues were found. However these features could not be checked over the entire thread length due to damage. The overall length could not be checked since the screw was broken into 2 pieces and the tip is broken off. Since the tip was broken the profile could not be checked. The material was checked and met specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Surgeon performed a intermaxillary fixation procedure on 3/19/13. The stainless steel intermaxillary fixation screw broke midway down the threaded portion upon implantation. The 2.0mm imf self drilling screw and fragment were retrieved. It was reported that the procedure was prolonged one hour. This is 1 of 1 report for complaint # (B)(4).